Event description:
Tampon broke in body and I didn't know. I pulled out part of tampon with the sewn-in strong. At the time, I thought something was weird but couldn't figure out what. Two days later, realized foreign object was inside and then I pulled out huge chunk of tampon.